Manufacturer narrative:
The insulin pump was received with low battery life due to open lcd driver at lcd board. No cosmetic damage was noted on the device during visual inspection.

Event description:
It was reported via phone call that the battery would last less than a week and the device would alarm low battery. The customer's blood glucose was unknown. An operation test and a self-test were completed normally. The customer agreed to return the device for analysis.